Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out procedure, this left ventricular (lv) lead displayed high pace impedance measurements. Lead body damage was noted. The lead was surgically abandoned. There were no adverse patient effects reported.